Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: d284trk lead, implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves), and the analysis of the device memory indicated atrial undersensing information. Cannot confirm atrial capture threshold being high/intermittent. Confirmed ffrw oversensing in multiple at/af events. Confirmed intermittent atrial undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced reduced capacity. There was unstable and high threshold on the right atrial (ra) lead. During normal use there is an ineffective pacing suspected. There was also far field r-wave (ffrw) and undersensing reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.